Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024, and the patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.